Event description:
It was reported that the lv lead had loss of capture due to dislodgement and was not successfully repositioned. The lead was capped and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.